Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 02/09/2015- device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump serial number was added to the complaint file on (B)(4) 2015. Pump 60-48136-12 was investigated for related pis on (B)(4) 2014 before it was scrapped. The pump was scrapped prior to the addition of the serial number to this casing complaint; therefore, the following findings were results from the investigations for the related pis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the pump case was cracked near the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.